Event description:
It was reported that low pacing lead impedance and intermittent capture were observed. Lead remains active. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported low impedance was confirmed in the laboratory via review of trend data. The low impedance could not be reproduced during analysis. The device was tested on the bench and our automated testing equipment and was found to be normal. No anomalies were detected. The cause of the low impedance and intermittent capture could not be determined.